Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Date of event: (B)(6) 2015. Concomitant medical products: multiple medications (names not provided). Patient height: 66 inches. (B)(4).

Event description:
It was reported the end user developed redness, irritation and a burning sensation to the peristomal skin underneath the tape collar of the skin barrier. The irritation has persisted since (B)(6) 2015. After an examination, the end user's physician issued her a prescription for an antifungal (nystatin) powder. No improvement was noted to the area with the use of the antifungal powder. The end user has since discontinued use of her current skin barrier and began using a different brand. The redness has improved. No further patient complications were reported as a result of this event.